Event description:
The source reported that the device was set-up during pt use to deliver 5cc of acyclovir from a bd 10cc syringe, at a rate of 5ml per hour in volume over time mode. After 40 minutes, the pump read volume limit and all 55cc's had been delivered. There was no pt injury.

Manufacturer narrative:
H3: the downloaded history was analyzed, and indicated that the device infused as was programmed by the user and within specification. H1: medex does not consider this event to be a malfunction (of the device) event.